Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8045544 , medical device expiration date: n/a, device manufacture date: 2018-02-14; medical device lot #: 7193694, medical device expiration date: n/a, device manufacture date: 2017-07-12; medical device lot #: 7143563, medical device expiration date: n/a, device manufacture date: 2017-05-23. Initial reporter: address unavailable. Bd corporate address used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd ultra fine¿ pen needles are missing the tear drop label.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that during use of the bd ultra fine¿ pen needles are missing the tear drop label.